Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('perforation from the coil fragments'), perforation ('perforation from the coil fragments') and pregnancy with contraceptive device ('multiple pregnancy') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and perforation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device breakage, perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device breakage, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: she had hsg. It was reported that patient called and very upset wanting essure tubal removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('perforation from the coil fragments'), perforation ('perforation from the coil fragments') and pregnancy with contraceptive device ('multiple pregnancy') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and perforation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device breakage, perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device breakage, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: she had hsg. It was reported that patient called and very upset wanting essure tubal removed. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.